Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device could not secure the blade could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the blade was oscillating slower than normal. It was determined that this was indicative of damage caused by worn out bearings and gears. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the saw device would not secure the blade device; and that it would swivel and was broken. It was reported that there were no delays in the surgical procedure and a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.